Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. X-ray images were provided and reviewed by a health care professional. Review of the available records identified the following: appreciated on the frontal view is a faint hairline lucency both along the medial and lateral edges of the patellar implant, likely corresponding to a nondisplaced fracture. This lucency is not appreciated on the remaining images. There does appear to be a zone of periprosthetic lucency along the inferior margin of the patellar implant which is age indeterminate. Remainder of the hardware appears intact without fracture or periprosthetic lucencies. Bones appear well mineralized. The complaint is confirmed by the x-ray images. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient who underwent total right and left knee arthroplasty with nexgen. At scheduled follow up approximately one month later crack was seen on the right patella implant by image. Since the patient doesn't have a pain so a revision is not planned. The surgeons will carefully follow-up the patient's condition.